Event description:
Reporter alleged that customer obtained discrepant back to back blood glucose results of 881 mg/dl, 160 mg/dl, 157 mg/dl, 172 mg/dl, 174 mg/dl and 161 mg/dl when all tests were performed within 10 mins on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.